Manufacturer narrative:
While we cannot confirm the clinical observation, the report of lower beats per minute is consistent with prematurely-conducted beats in atrial fibrillation resulting in pulse deficit as described. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information from the patient's spouse that the patient had passed away 14.5 months earlier; the spouse alleged the patient's death was due to this pacemaker having delivered pacing at 52 beats per minute (bpm) when the physician had programmed it to 82 bpm. The spouse provided no additional details before the call was ended. The patient's boston scientific field representative contacted the patient's health care provider (hcp) for any available information regarding the patient's death and the device's performance. Hcp reported that the results of a remote monitoring session 1.2 months before the patient's death showed a programmed lower rate limit (lrl) of 80 beats per minute, and that the patient was experiencing atrial fibrillation with ventricular pacing and normal magnet function. No additional information was available.